Event description:
Manufacturer periodically compares device tracking information to the social security death index for the purpose of updaing device tracking data. Manufacturer became aware of patient death during this process and evaluated available information against current procedures. The event did not meet MDR reporting criteria per manufacturer's current procedures. In an effort to obtain additional information regarding patient deaths for summary reporting request, certificate of death was requested, received and reviewed by manufacturer. Death certificate lists immediate cause of death as complications of seizure disorder. An autopsy was performed. There is no evidence that the ncp system caused or contributed to the reported event; however, based on the reported cause of death, although it is not believed that it is likely that the vns therapy caused or contributed to the patient's death, it cannot be definitively ruled out as a factor.